Event description:
Additional information received reported 2- year follow up imaging from (B)(6) 2025, it states 'proximally, no full apposition of the stent'. No symptoms associated with this finding.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per site query response in reference to corelab reading of the 2- year fup imaging from (B)(6) 2025, reporting 'proximally, no full apposition of the stent'. Site reports, "the proximal end of the stent has been opened in an arterial turn. There's no clear evidence of a dysfunction of the device."

Event description:
Medtronic received a report that per corelab image read of the treatment dsa on (B)(6)2022, the following findings were noted: pipeline fish-mouthing of the proximal and distal ends (25-50% of braid diameter). There have been no symptoms or actions taken reported in association with this finding. The patient was undergoing surgery for treatment of a saccular, unruptured sidewall aneurysm of the left internal carotid artery (c6) with a max diameter of 4.8mm and a 2.9mm neck diameter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.